Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced bleeding and the needle mechanism did not retract as intended and bent. This indicates a needle mechanism failure. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device was received fully deployed. The needle mechanism was observed to have fully retracted. Inspection of the needle mechanism assembly found no damages or defects that would result in the needle not retracting. The needle mechanism was reset and deployed as intended. Although no issues were found, it could not be determined when then needle retracted. The soft cannula was not observed to be bent or kinked. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The device was received with blood on the adhesive pad. Investigation found no damages or defects that would cause bleeding or bruising at the infusion site. The cause of the reported bleeding or bruising could not be determined.